Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy with the liberty cycler/liberty cycler set and the patient¿s hospitalization for peritonitis however, there is no objective evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler/liberty cycler set malfunction or product deficiency. The patient has a chronic history of constipation with reported previous bowel obstructions and the patient had concomitant constipation with ileus. Based on the available information, the patient¿s escherichia coli peritonitis can be reasonably associate with concomitant bowel obstruction/constipation, as indicated in the medical records and as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient was hospitalized with peritonitis. The peritoneal dialysis registered nurse (pdrn) reported that the patient was experiencing cloudy pd effluent and as a result was seen in the outpatient pd clinic where a pd culture was obtained. The pd culture indicated a high white blood cell (wbc) count (1293) and was positive for growth of escherichia coli. The patient was diagnosed with peritonitis and was initiated on antibiotic therapy. Two days later the patient was admitted to the hospital with complaints of worsening abdominal pain, nausea, and vomiting since. The patient also reported fever, chills, sweats and loss of appetite with reports of several days since their last bowel movement. The patient has a reported history of previous bowel obstructions. The patient had evidence of leukocytosis (serum wbc 15.9) and the patient¿s pd effluent culture revealed persistent elevated wbc on admission consistent with peritonitis. Additionally, it was discovered the patient had concomitant bowel obstruction (ileus) due to constipation. The patient was initially treated with intravenous (IV) rocephin 1-gram intra-peritoneal (ip) vancomycin (unknown dose). However, after results of the pd culture were received the patient was switched to rocephin 2 grams IV and metronidazole 500 mg orally. Moreover, the patient required placement of a nasogastric tube (ngt) and bowel rest to manage ileus. The patient initially continued pd therapy while hospitalized which achieved excellent ultrafiltration (per notation in the medical records). However, the patient was temporarily switched to hemodialysis due to pd drainage issues from the ileus as well as evidence of fibrin. Details surrounding the patient¿s dialysis treatment in the hospital are unknown; however, it was recorded the patient successfully transitioned back to pd therapy prior to discharge. The patient¿s abdominal pain notably improved, and the patient was able to return to a regular diet and have a bowel movement. It was recorded, the patient¿s pd effluent cell count also improved to 16 during hospital course. The patient was discharged home after 12 days, and continued pd therapy and a 10-day course of oral antibiotics. Per the nurse, the patient¿s event was not related to the liberty select cycler or liberty cycler set. The nurse stated there were no known issues with fresenius device; there have been no fluid leaks or device issues. The patient is reported to be recovering from the event and continues pd therapy. Furthermore, it was documented in the medical records received that the patient¿s peritonitis was secondary to concomitant constipation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.